Manufacturer narrative:
There were artifacts in the image requiring the re-scan the patient. The customer did not properly calibrate the scanner, and it seems the phantom may have been misaligned. As corrective measure suggested the customers perform a qa check after every daily calibration until the facility gets used to the daily calibration phantom. There was no harm to the patient or user. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The patient had to be rescanned due to artifact in the images.